Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Please refer to manufacturer's report no. 2032227-2014-42037 as it refers to the same event but of a different device.

Event description:
No blood glucose levels were provided. The customer reported a no delivery alarm from the insulin pump. The father of the customer reported seeing air bubbles in the reservoir of the insulin pump. The father of the customer was assisting the customer in order to troubleshoot the insulin pump since the customer was legally blind. Troubleshooting was done. The customer was advised that rewinding the insulin pump with a reservoir in place will create air bubbles. The customer reported that the insulin pump was rewound with a reservoir in place. The customer was advised to deliver a five unit fixed prime until the air bubbles are no longer visible. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. Troubleshooting was not completed. No additional information was provided.